Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("device breakage during removal"), uterine perforation ("perforation of the uterus or other structure") and perforation ("perforation of the uterus or other structure") in a 46 year-old female patient who had essure inserted (lot no. He011ck) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2022. On unknown date she experienced device breakage (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion medically important), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems;"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), urinary tract disorder ("urinary problems"), pelvic pain ("pain, including chronic pain"), genital haemorrhage (" abnormal bleeding"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia") and mental disorder ("psychological issues"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Device breakage during removal [device breakage] perforation of the uterus or other structure [uterine perforation] perforation of the uterus or other structure [perforation of organ] device migration with associated complications including bladder, bowel, and urinary problems; [device migration] pain, including chronic pain [pelvic pain female] device migration with associated complications including bladder, bowel, and urinary problems [bladder disorder] device migration with associated complications including bladder, bowel, and urinary problems [other disorders of intestine] urinary problems [urinary tract disorder] abnormal bleeding [genital bleeding] inability to tolerate the device [device intolerance] allergic or hypersensitivity reaction [allergic reaction] device breakage during removal [complication of device removal] dyspareunia [dyspareunia] psychological issues [psychological disorder] early menopausal symptoms [early menopause] migraine [migraine] brain fog [brain fog] headaches [headache] bloating [bloating] restless legs [restless legs] hair loss [hair loss] low mood [low mood] fibromyalgia [fibromyalgia] night sweat [night sweat] weight gain [weight gain] ibs [irritable bowel syndrome] menorrhagia [menorrhagia]. Case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("device breakage during removal"), uterine perforation ("perforation of the uterus or other structure"), perforation ("perforation of the uterus or other structure"), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems;") and pelvic pain ("pain, including chronic pain") in a 46 year-old female patient who had essure inserted (lot no. He011ck) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). The patient had a medical history of leg pain, parity 2, gravida ii and c-section. Previously administered products included: microgynon and depo provera. Concurrent conditions were listed as hair loss, cough, hot flushes, headache, breathlessness, fibromyalgia, urinary frequency, vaginal discharge, vaginal dryness, mood swings, weight gain, memory loss, weight gain, loss of libido, irregular periods, low mood, night sweat, hot flushes, migraine, pre-menstrual tension syndrome, sweating, heavy periods, bloating, depression, anxiety, pelvic pain female, lethargic, tiredness, joint pain and fibromyalgia. The only concomitant product mentioned was mirena (levonorgestrel). On (B)(6)2016, the patient had essure inserted. On unknown date she experienced device breakage (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion medically important), device dislocation (seriousness criterion intervention required), pelvic pain (seriousness criterion intervention required), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), urinary tract disorder ("urinary problems"), genital haemorrhage (" abnormal bleeding"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia"), mental disorder ("psychological issues"), premature menopause ("early menopausal symptoms"), migraine ("migraine"), brain fog ("brain fog"), headache ("headaches"), abdominal distension ("bloating"), restless legs syndrome ("restless legs"), alopecia ("hair loss"), depressed mood ("low mood"), fibromyalgia ("fibromyalgia"), night sweats ("night sweat"), irritable bowel syndrome ("ibs") and heavy menstrual bleeding ("menorrhagia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2022. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, alopecia, bladder disorder, brain fog, depressed mood, device breakage, device dislocation, device intolerance, dyspareunia, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, irritable bowel syndrome, mental disorder, migraine, night sweats, pelvic pain, perforation, premature menopause, restless legs syndrome, urinary tract disorder, uterine perforation and weight increased to be related to essure administration. The reporter commented: bilateral placement-3 coils on left and 5 coils on right. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2016: post essure ablation. Tubes occluded. Normal appearances of the uterine cavity. The two tubal occlusion devices are seen and are confirmed to be in an appropriate position. No tubal filling is demonstrated and there is no peritoneal spill. [Pathology test] on (B)(6) 2022: macroscopic description tubes received separate in pot, uterus weigh 86g. No tumor identified. The cervix measures 32 x 27mm, cervical os 8mm. Uterus 95 length x 55mm transverse x 40mm ap. Endometrial thickness up to 3mm. Myometrial thickness up to 12mm. Segment of right fallopian tube 15 x 5mm, segment of left fallopian tube 27 x 5mm. Contraceptive device present in the right fallopian tube and also left fallopian tube. Also received 2 separate segments of fallopian tube, one measuring 48 x 7mm, second 48 x 9mm. Microscopy: the endometrium is inactive, with pseudo decidualized stroma due to hormonal effects, there is no evidence of endometritis, hyperplasia, atypia or malignancy. The cervix is normal with no evidence of cin or cgin. Both fallopian tubes appear unremarkable [ultrasound pelvis] on (B)(6)2014: us pelvis: lmp - currently menstruating. Nor mal size and appearances of the anteverted uterus - 10 .0 x 3.8 x 4.8cm. Iucd in-situ. Normal size and appearances of both ovaries, the left of which is high in the left adnexae; on (B)(6) 2018: abdominal distension abdominal bloating essure laparoscopic sterilisation query tubo ovarian abnormalities tas and tvs with consent. Difficult imaging due to gassy bowel retroverted uterus. Endometrial thickness = 4mm (lmp day 1) normal appearances of both ovaries. Essure clips can be seen on ta imaging. No free fluid. Conclusion: no gynecological cause for bloating identified. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 20-sep-2024: medical record received. New events premature menopause, migraine, headaches, irritable bowel syndrome, brain fog, abdominal distension, weight gain, restless leg syndrome, alopecia, fibromyalgia, night sweat, depressed mood, night sweat & heavy menses were added. Lab data, concomitant drugs were added. Medical history, new reporters were added. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("device breakage during removal"), uterine perforation ("perforation of the uterus or other structure"), perforation ("perforation of the uterus or other structure"), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems;") and pelvic pain ("pain, including chronic pain") in a 46 year-old female patient who had essure inserted (lot no. He011ck) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced device breakage (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion medically important), device dislocation (seriousness criterion intervention required), pelvic pain (seriousness criterion intervention required), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), urinary tract disorder ("urinary problems"), genital haemorrhage (" abnormal bleeding"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia") and mental disorder ("psychological issues"). The patient was treated with surgery (to remove essure, to essure remove. And to essure remove). At the time of the report, the outcomes for these events were unknown. Essure was removed on (B)(6) 2022. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 16-apr-2024: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.